Event description:
The customer stated that her meter has been reading in the 200-300s' (mg/dl) compared to the dr's meter which has been reading in the 100's (mg/dl). While no exact values were given, the differences between results could fall in the "c" zone of the parkes error grid, making the differences clinically significant. The customer was in the hosp and did not have her meter with her. Customer svc was going to send supplies to finish troubleshooting, so no product will be returned.